Event description:
The hcp reported malfunction of the synchromed pump and catheter - "catheter fracture." The device system was explanted and replaced and not returned to the MFR for analysis. A follow up report will be sent when additional info is received.